Manufacturer narrative:
A tosoh field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the results printout. The fse performed a decontamination and calibration of beta human chorionic gonadotropin (bhcg), but the level 3 quality control (qc) was still high. The fse suspected that the biorad (br) control lot was the issue, therefore the fse recommended that the customer order new br controls. After receiving the new br control lot, the customer stated that the qc results were within range and that the analyzer is operating as expected. Technical support specialist (tss) followed up with the customer regarding the lot numbers used for the br controls. The customer stated they identified they were using br lot 40430 ranges for the br lot 40450 causing the out of range qc. The customer updated the ranges to match 40450 and validated the analyzer by running a daily check and quality control (qc) results were within acceptable range. The aia-360 analyzer is functioning as expected. No further action required by field service or technical support. A 13-month complaint history review and lot history review through aware date of event for similar complaints was performed for biorad control lot 40450. There were no other similar complaints found during the searched period. The st aia-pack bhcg analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: -after calibration, two levels of controls are run in order to accept the calibration curve. -the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). -after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was traced to the user failing to update the control ranges after changing the lot.

Manufacturer narrative:
A tosoh field service engineer (fse) is assisting the customer with the reported event. Investigation is ongoing. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints found during the search period.

Event description:
A customer reported beta human chorionic gonadotropin (bhcg) qc level 3 high on the aia-360 analyzer. The analyzer is down and the customer has requested service. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.